Manufacturer narrative:
(B)(4).

Event description:
It was reported, impedence readings were >2000 ohms on all but 2 electrodes. The extension wire had just been replaced about 3-4 weeks prior. The patient was asymptomatic and doing "well." Additional information has been requested, a follow-up report will be sent if additional information becomes available.